Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured respiratory insufficiency post operative with a "unknown (undetermined)" relationship to the impella device used: ¿(B)(6) 2025 post-op respiratory insufficiency requiring heated high flow oxygen, multiple doses of lasix to diurese, prone positioning, and aggressive pulmonary toilet. (B)(6) 2025 transitioned to nasal canula." The patient recovered with no sequelae.